Event description:
It was reported that anaesthesia device julian has delivered a minute volume of 3l/min only, although a pressure of pmax was set to 40mbar at a 90kg pt. Thereupon the narcosis was deepened, the pt intubated and relaxed and treated against spastic. These measures showed no result, no failure message. The next pt started with same problem, but after exchange of pt system ventilation was normal.

Manufacturer narrative:
The concerned pt system was available for investigation at manufacturer site. No malfunction was identified. It was concluded, that the pt system was not completely latched to the device, resulting in a leakage. Alarm limits for minute volume have to be adjusted in correspondence to pt needs. The default setting after device start is 3 I/min. How to adjust the alarm limits is described in the instructions for use. In the here reported case a delivered minute volume of 3 I/min was stated. This value can have been close above the default alarm limit, thus no alarm was generated. Leakage will be observed during device pre use check. After exchange of the pt system the pre use check has to be repeated. Final conclusion: leakage is obvious during device pre use check; no other device failure.